Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the pt returned to endoscopy due to a leaking duct from a laparoscopic cholecystectomy performed a week before, when an er320 was used.